Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose range 353 mg/dl and 652 mg/dl. The customer did not experience any symptoms such as result of high blood glucose event. The customer was treated with IV insulin drip. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.